Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a complaint of non-functioning leaflet. Based on historical review of complaints, these events are typically a result of deployment of the valve too ventricular in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in pressure gradient between the ventricle and the aorta, resulting in inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the reported leaflet dysfunction that resulted in cai is unknown. The valve was not reported to be deployed too ventricular, and no report of ove-hanging leaflet. In addition, troubleshhoting measures did notcorrect the situation. A second valve was placed and the cai was resolved. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, moderate paravalvular leak (pvl), and moderate/severe central aortic insufficiency (cai) were observed post deployment of a sapien valve. 1cc was added to the atrion syringe and the valve was post-dilated. The pvl improved to trace, but there was still moderate to severe cai that persisted with hypotension. The wire was pulled back to assess if the cai improved, but it did not. The valve was assessed by tee and a leaflet did not appear to be functioning correctly. The pigtail catheter was used to try to free the leaflet without success. The team decided to prep a second valve for deployment, which was deployed in the same location as the first valve (50/50), resulting in no ai.